Manufacturer narrative:
The investigation could not determine a specific root cause. It was most likely that there was sample debris, microclots or additional sample on the outer surface of the sample probe from a preceding sample which caused the issue. As no reaction kinetic data was available no confirmation of this hypothesis was possible.

Event description:
The user received a questionable high creatinine jaffe generation 2 (creatinine) result for one patient sample. The initial result was 4.29 mg/dl with a data flag and was reported to the doctor. The doctor questioned the result and the sample was repeated. The repeat result was 0.69 mg/dl. The new value had to be amended to the patient's final report. The radiology department decided not to perform an x-ray with contrast scan on the patient based on the original result. An x-ray without contrast was performed instead. The user stated "this meant extra un- needed exposure to radiation". No adverse effects were alleged regarding the event. The creatinine reagent lot number was 63484601. The field service representative was unable to duplicate the problem. He verified the analyzer operation by running a precision test on the sample with all results between 0.71 and 0.76 mg/dl.